Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, moisture was found in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further moisture damage.